Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, tissue became trapped between the black and silver parts of the fenestrated bipolar forceps shaft. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Visual inspection-external, visual inspection-internal, manual articulation of inputs, recognition, engagement, and intuitive motion tests/ inspections were performed and the complaint could not be reproduced. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.